Event description:
The customer reported a speaker malfunction and no information was provided to whether there was sound heard. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction and no information was provided to whether there was sound heard. The device was not in use on a patient at the time of event, there was no patient involvement. The device was returned to philips authorized repair facility for evaluation. The bench repair technician(brt) tested the device and confirmed the reported issue. The brt replaced the speaker to resolve the issue. The device passed all tests and was returned to the customer's site.